Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number of the driver was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
Product not returned to manufacturer, but dental implant was returned.

Event description:
The dentist reported that the unknown implant placement driver did not engage properly to the implant with internal connection and it fall down when doctor was trying to place into patient´s mouth. Another implant with external connection was placed in the same surgery.